Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced numbness and bowel issues. The device was removed and the patient remains under medical supervision.